Event description:
Nextmed greenlight laser would not fire during case. Patient had already had anesthesia when problem was discovered. The green light ktp laser fiber was engaged and met with falsing signals. The technician discovered a fatal fiberoptic injury that could not be repaired. There was no replacement machine and endoscopic was not performed, as the patient was not consented for any other procedure, other than the green light turp. Case will be rescheduled.